Event description:
Litigation papers allege that patient is experiencing pain, difficulty walking, elevated chromium blood levels, wage loss, medical expenses, and risk of future injury and harm.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update: 03/28/2014 - sales rep reported revision surgery. Patient was revised to address pain and elevated metal ion levels. The femoral head is now being added to the complaint.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 8/28/2014 - medical records received. Patient revised to address adverse local tissue reaction. Upon revision, bone loss from metal on metal reaction, and evidence of corrosion onto the trunnion were noted. The stem was cleaned, and a ceramic head was impacted onto it. The sleeve is being added to the complaint. This complaint was updated on: 09/17/2014.